Event description:
As noted in the medical records, the patient underwent valve replacement, which was complicated by post surgical bleeding. The operative report describes ¿excellent hemostasis of the left ventricle¿ at the end of the procedure; however, the discharge summary notes that the patient returned to the operating room the same day of the tavr procedure for right and left ventricular patch repair. The patient was able to be extubated the next day, however she suffered a hypotensive and near respiratory arrest two days later. She was subsequently intubated and resuscitated. Following this episode, she developed acute renal failure with hyperkalemia requiring continuous veno-venous hemodialysis [cwh] and acute hepatic failure. She further developed bloody stool which was believed to be a complication of what progressed to multi system organ failure. After discussion of prognosis of the patient with family, she was made dnr at the request of her family. Despite all efforts she passed away 6 days post tavr.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the bleeding post tavr cannot be determined, per medical records received, there were no complications during the procedure. The edwards sheath was successfully removed from the ventricle, followed by purse-string suturing and excellent hemostasis of the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.